Event description:
Reportedly, the recipient developed a mastoiditis several months after initial implantation. Two weeks of antibiotic treatment did not solve the issue and the infection continued. The device was removed.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found are attributable to the removal surgery. According to the information received from the field the device was explanted due to a mastoiditis, which could not be treated with antibiotics. A review of the device_s sterilization records show that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of the infection. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The ent team requested support in a revision surgery. According to the ent surgeon, the recipient developed a mastoiditis several months after implantation, underwent two weeks of antibiotic treatment to solve this issue, however, after a long period the infection continued. Cultures were taken days before this surgery and staphylococcus aureus was seen additional cultures were taken in situ during the surgery to re-check the presence of any other pathogen. The microbiology team supports the idea of a biofilm over the implant, so part of the electrode array was included in the studies. The recipient will continue his antibiotics treatment for the next months.